Manufacturer narrative:
(B)(4). Batch # r5ag0z.. Investigation summary: the analysis results found that the cdh25a device arrived with the anvil missing and with the firing trigger shroud detached. The breakaway washer was not present and there were also no staples present. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality with a test anvil. It fired and formed all of the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It is possible that if enough pressure is applied to the proximal end of the firing trigger, the trigger could detached from the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open total gastrectomy, a plastic part of the firing handle was broken off from the device during anastomosis between esophagus and the jejunum. The broken part was retrieved. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The broken pieces will be returned.